Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right-side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening on posterior side assessed as a fold flaw opening. Additional observations: yellow particles inner the surface of the shell. Creases are observed on the surface of the shell. Wear abrasion observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right-side deflation. The device has been explanted and replaced.